Event description:
It was reported that a large female pt was undergoing a right shoulder exam, and allegedly rec'd a 2nd or 3rd degree burn to her left breast. The pt was positioned head first and off center to the left, to allow the right shoulder to remain in the imaging volume. The pt was against the bore with only a hospital gown between her and the bore, and was reported to be wearing deodorant, both of which may have contributed to the event. The routine exam was completed successfully, however, the pt mentioned being warm upon removal from the equipment. The pt was later treated by her physician.

Manufacturer narrative:
The system is serviced by the hosp, and siemens is only called for service support. Siemens was not called to check the equipment at the time of the event, but was present for unrelated service when the pt reported the alleged burns. It is not known what treatment the pt rec'd from her physician. There have been no add'l issues reported regarding pt burns from this customer. Images are presently being investigated by the factory, but the results are not yet available.